Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 continuous glucose monitor was not paired with the ilet due to an incorrect pairing code entry, resulting in delayed cgm connectivity until the correct code was entered; troubleshooting and education were completed, and no alerts or alarms were reported. Symptoms included hyperglycemia with a reported high of 340 mg/dl and glucose levels outside the target range for about three hours, without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or assistance. Investigation included complaint handling and user support to verify and correct the pairing code. Investigation of this case revealed user error in entering the pairing code, after which the cgm connected and functioned. It was concluded that the event was related to user error during device pairing rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.